Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Event history log showed cassette not attached alarm sporadically. There was no previous service history. The primary complaint error could not be duplicated. However, upon further investigation, too much adhesive has been used on the dso seal, resulting in functional issues. Replaced dso sensor, dso bezel, and dso seal. In addition, the optic switch bracket was cracked at the mounting screw, replaced optic switch, optic sensor, and dual flag gear.